Event description:
Customer reported the end tip broke off while putting it to the stopcock. No pt/user harm reported.

Manufacturer narrative:
(B)(4). The customer's experience of a distal luer lock nut breaking off was confirmed. Visual inspection of the set showed the luer lock nut was not attached to the luer lock. The luer lock nut was not received. No other anomalies were observed with the returned set and no damage was seen on the male luer. Previous investigations identified that the luer separation was due to a molding issue. In particular, the area of the mold that creates the step on the luer that holds the nut in place. The supplier found that although the disconnection strengths were found to be within specification, some values were at the specification limits. Changes were made to the tool and traction test evaluations showed that these changes resulted in an increase of the average traction force to disconnect the nut from the luer. The most probable root cause of the reported experience was identified as a supplier issue. The tool used to create the step on the luer was found to yield product that were at the limits of disconnection strength.